Manufacturer narrative:
The customer reported that their AED will not power on. Troubleshooting of the AED with the customer with a second working battery pack identified that the AED is functioning as designed and can stay in service. The customer was referred to a distributor to purchase a replacement battery pack. Should additional information become available a follow-up MDR shall be submitted.

Event description:
The customer reported that their AED will not power on. The customer did not report this occurred during patient use.